Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter.

Manufacturer narrative:
(B)(4). Re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the u.s.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex. The first attempt to cross with the 2.75x12 mm xience pro stent delivery system (sds) failed. Additional pre-dilatation was performed and the same xience pro sds was advanced in a second attempt to cross; however, when the target lesion was reached, it was observed that there was no stent implant on the balloon. The dislodged stent implant was found on the cath lab sterile table and had dislodged after retraction of the sds after the failed attempt to cross. No resistance was felt during retraction of the sds from the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.